Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system there were false negatives. No patient impact. The following information was provided by the initial reporter: " the user says she has 2 false negatives after 32 days."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system there were false negatives. No patient impact. The following information was provided by the initial reporter: " the user says she has 2 false negatives after 32 days."

Manufacturer narrative:
H.6 investigation summary: catalog # 445870, mg0262: this complaint reported that the user has 2 false negatives after 32 days. There was no patient impact reported. The field service engineer went on site and cleaned the detectors to prevent the loss of sensitivity. The fse stated the instrument performs to specifications and can be used without restrictions. Since no instrument issues were noted, this is an unconfirmed failure of a bd product. The root cause could not be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. H3 other text : see h.10.